Event description:
The device was evaluated at the facility by a baxter representative. During inspection of the device, the batteries were found damaged. The hospital representative stated they have no record of any patient incident involving the pump.